Event description:
It was reported that the screw fell out of the tip of the instrument during use. The screw was removed from the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): macroscopic and optical inspection confirms the upper dynamic jaw has become unattached from the lower jaw pin. No portion of the tip or jaw appears to be cracked or broken, and the lower jaw pin is in place, but not fully seated. Additionally, the upper and lower instrument jaws are misaligned, suggesting excessive rotational force, which may have placed sufficient stress on the tip to deform the pin hole, thus allowing subsequent pin back-out. The upper and lower jaw pins are partially removed from the fully seated position. Witness marks on the face of the lower jaw pin suggest the pin came loose, allowing the disassociation with the jaw; it was then replaced back into position. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.